Event description:
The facility reports while positioning the hoist to raise the pt out of a chair, the carer let go of the handset to position the sling. The hoist then wound itself up to the top and then moved on the track left and right (4 function hoist). The hoist then stopped moving, but the raising motor kept on running. The staff had to disconnect the power supply to stop it. No injuries were reported.